Manufacturer narrative:
Voluntary medwatch report received:mw5166952.

Event description:
Voluntary medwatch received states that the pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted due to infection. No patient consequences was reported.